Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the air channel was clogged by dirt inside of the control unit, and the bending section cover was dirty due to improper reprocessing. Additional findings include the following: the bending section cover had a leak, electrical safety tests failed due to the leak, the charged coupled device cover lens had a scratch, the plastic distal end cover had a dent, the connecting tube had buckling, the grip was scratched, the universal cord had buckling, the cable tube unit had buckling, the up / down / right / left angulation movements were not to specification, and the air / water tube was clogged. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had an air / water channel blockage. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: the air channel was clogged by dirt inside of the control unit, and the bending section cover was dirty due to improper reprocessing. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Foreign material may not have been removed due to imperfection of proper reprocessing caused by leakage from bending section cover. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.